Event description:
It was reported that during a scheduled removal of a g2 filter that was placed 7 1/2 months earlier, the doctor reviewed an MRI that was performed approximately 1 week after the filter was placed and discovered that the filter had caudally migrated. The filter was also tilted 90 degrees. The initial placement was the just above the right renal and the filter migrated proximal approximately 1 cm to the left iliac. The filter was removed without incident. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. There was no delivery system returned with the filter. Upon initial inspection of the returned sample, it appeared that there was dried blood in the apex of the filter. The filter appeared intact with all 6 legs, arms and hooks present. Heat was applied to the filter and the filter took shape. The filter was measured. The wire od, the hook wires, arm lengths, arm span, leg span, and filter height were within specification. The result of the investigation was inconclusive. The root cause is unknown. This application represents and off-label use for this device. The information for use for this device states: that this filter is indicated as a permanent placement filter. The safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established.